Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was 138 mg/dl at the time of the incident. The device will be returned for analysis.